Event description:
Information received by medtronic indicated that the inpen's dial knob was falling apart from the inpen. Injection/dose button cap no longer stayed attached. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer had discontinued using the device. The inpen was be returned for analysis.

Manufacturer narrative:
The front shell does not fit securely to inpen, dose button broke off, cartridge holder broken, front shell pocket clip broke off and front shell is dented. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received physically damaged. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of dose button detached from dose knob and cap no longer staying attached was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.